Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified in below the knee vessel. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, during the first inflation before reaching the nominal pressure at 4 atmospheres, the balloon ruptured. The device was replaced and the procedure was completed with a different device. No patient complications nor injuries reported.